Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "seroma." This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed an opening assessed as surgical damage and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "seroma." This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "seroma." This record is for the right side. The device has been explanted and replaced.